Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system and aptus endoanchors were implanted in the patient as a prophylactic during an endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient experienced hemoptysis and hypoxia. The patient had oxygen desaturation and shortness of breath. The patient received a ventilation perfusion scan, a chest x-ray, and received medication. The event was unresolved and resulted in prolonged hospitalization following the index procedure. The investigator assessed that it was uncertain whether the hypoxia and hemoptysis were related to the device or related to the procedure.